Event description:
It was reported that a remote transmission showed crosstalk outside of the detection window. The device was reprogrammed. No patient symptoms were reported.

Event description:
New information received noted that further crosstalk was still observed. All other oversensing events could not be determined as lead noise or myopotentials. No electrical anomalies were detected. Noise was not reproducible. Programming changes were recommended. Device remains implanted.